Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the initial port placement on a laparoscopic totally extraperitoneal hernia repair, the balloon would not inflate. They removed the port and used a different port. It was stated that during the procedure, they noticed that the sheath that holds the balloon had fallen of in the patient¿s cavity and was retrieved with a grasper. They used another port to complete the case. There was no patient injury.